Manufacturer narrative:
Upon receiving additional information of the reported event, it was determined to be not reportable. The initial report should be voided.

Event description:
Upon receiving additional information of the reported event, it was determined to be not reportable. The initial report should be voided.

Manufacturer narrative:
(B)(4). Concomitant medical products: therapy date: unknown, unknown bearing, unknown tibial tray. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-05436, 0001822565-2019-05439.

Event description:
It was reported that the patient is being considered for a revision due to unknown reasons. Attempts have been made and no further information has been provided.